Event description:
It was reported that at the user facility the device ran without user activation after the trigger was released. No further information regarding this event was provided by the user facility.

Event description:
It was reported that at the user facility the device ran without user activation after the trigger was released. No further information regarding this event was provided by the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event of the device having a sticky trigger with run-on was confirmed. Corrosion in the trigger assembly caused the trigger to stick in the activated position. The device was repaired and returned to the customer.